Manufacturer narrative:
Product complaint # (B)(4) d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number(s). 2. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative patient consequences described in the article? 3. Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? 4. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. 5. Can specific patient demographics: initials; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? Citation: doi: https://doi.org/ 10.1055/s-0045-1809631. Issn 0103-5355. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via a journal article: title: endoscopic treatment of fluid fistula leak: an analysis of 15 cases authors: marcos alexandre da franca pereira, maurus marques de almeida holanda, matheus felipe henriques brandão, rodrigo marmo da costa e souza, samuel navarro freitas, rodrigo baracuhy da franca pereira doi: https://doi.org/ 10.1055/s-0045-1809631. Issn 0103-5355. The aim of this study is to analyze the effectiveness of the endoscopic endonasal surgical technique for treating cerebrospinal fluid fistulas, by comparing data from literature and the authors¿ casuistry. Between december 2001 to december 2020, a total of 15 patients underwent endoscopic treatment of fluid fistula leak using surgicel. Reported complications are: n=2; meningitis. Treatment: properly treated n=2; nasoethmoidal fistula. Treatment: reoperated, through the endoscopic approach. In conclusion, based on what was presented in this article, the endoscopic surgical repair approach proved to be satisfactory as the results were in line with the literature.